Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq system did not operate as intended. The investigation determined that the affected patient was considered truly (B)(6) based on reactive results from additional tests performed and (B)(6) results for the same samples. The assignable cause of the (B)(6) vitros hbsag results could not be determined. However, a high dose hook effect could not be ruled out as a contributing factor.

Event description:
The customer obtained multiple, (B)(6) vitros hbsag results for a single patient on subsequent serial samples drawn ((B)(6)) while using their vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) result ((B)(6)) from the first serial draw was reported to the clinician. There was no report of patient harm as a result of this event. (B)(4).